Event description:
As reported by the user facility (translation of user facility info by bbm sales organization in (B)(6)): free flow - opened the green roller clamp of the tubing and that occurred free flow of noradrenalin. MFR ref number 9610825-2014-00064.